Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual inspection noted there was a hole in the inflation cuff. The location and morphology of the damage appears to be an instantaneous catastrophic failure, rather than a pinhole leak with rupture. In addition, multiple unusual distortions are visible at the top of the cuff, as if it may have come in contact with solvent, which melted the cuff. The break along the majority of the circumference is very clean and sharp, which would also be considered unusual since the inflation cuff is manufactured in three layers. If the inflation cuff would have burst, there would be irregularities in the circumference of the break. Conclusion: returned product analysis confirmed a hole in the inflation cuff. Based on the information provided and analysis results, the reported damage to the inflation cuff does not appear to be manufacturing related. A review of the manufacturing process revealed functional testing requirements, such as pressurized flow through the cannula to verified the inflation and integrity of the device prior to being released for distribution. In addition, a bath water test is performed to verify there are no leaks to the inflation cuff. Devices that do not pass these functional requirements are removed from the manufacturing process prior to being released for distribution. A review of our quality database did not identify any trends related to damage of this nature to the inflation cuff. Medtronic will continue to monitor the field performance to detect similar events, should they occur. E-MDR transmission error occurred while submitting this supplement report due to the incorrect format for the uf medwatch report number (B)(4). (B)(4).

Event description:
Medtronic received information that during cardiac surgery, upon removal of this retrograde cardioplegia cannula, the inflation cuff was noted to be ruptured and had a large piece missing. The decision was made to explore the patient's heart to determine if the missing segment of the cuff was lodged in the heart. Exploration of the coronary sinus, right atrium, right ventricle, the superior vena cava, inferior vena cava, right ventricular outflow tract could not identify the missing cuff remnant. There were no adverse patient effects and the patient has been discharged from the hospital. The cannula was returned for laboratory analysis.

Manufacturer narrative:
Product analysis: upon receipt, visual inspection revealed a hole in the inflation cuff. The device was decontaminated and forwarded to the contract manufacturer for further investigation. Conclusion: returned product analysis confirmed a hole in the inflation cuff. The device was forwarded to the contract manufacturer for further investigation. Additional information has been requested from the user facility regarding the nature and details of the event. This information was not received at the time of this report. The root cause for this event cannot be determined with the available information. When additional information from the contract manufacturer and user facility becomes available, a supplement report will be sent to FDA. (B)(4).

Event description:
Medtronic received information that during use of this retrograde cardioplegia cannula, the auto inflate cuff had a hole and a large piece missing. The surgeon needed to explore the patient's heart to determine if the missing segment of the cuff was lodged in the heart. There were no adverse patient effects and the patient has been discharged from the hospital. The cannula was returned for laboratory analysis.